Manufacturer narrative:
The technician found during a between patient inspection of the bed that the bed's brake casters were inoperative and the bed did not hold when the caster was set. The technician replaced the casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding (brakes would set but not able to hold). The bed was located in a hill-rom service center and not in use. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).